Event description:
Abbott freestyle libre 3 plus continuous glucose monitor randomly gave erroneous low readings then on (B)(6) 2026 it failed with the error message replace sensor and error codes 57; 4011; er3, 365, p; 4224; and 4227. I still have the sensor now, but I expect that I will have to return the failed sensor to abbott when they provide a replacement. Also this appears to be a batch or lot related issue, this is the third sensor from the same lot that has failed in approximately the same way. Pt: 4582. Device: 1013, 1559, 1535. Ref: mw5189053, mw5189054.